Manufacturer narrative:
(B)(4). It was noted that the supply bag disconnected without falling which is a known cause of a se2240 alarm. The cause of the disconnection could not be determined as the sample was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three. The supply bag disconnected without falling. The technical service representative (tsr) assisted the home patient (hp) to cycle the power to the hc and disconnect from the hc. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.